Event description:
Received RMA/potential complaint form from maquet stating that the customer had problems with the conical dissection tip. The report stated, "during the pt examination, the olive tip broke inside of the pt. The olive tip broke two times and it was removed without any bodily injury from the pt." The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.